Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the wake button was difficult to press. After the customer pressed the wake button multiple times, the button performed as intended. Customer's blood glucose was 188 mg/dl. Customer reverted to using an alternate method of insulin therapy.